Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The functional testing could not be completed due to a motor error alarm. The insulin pump passed the displacement test and no delivery test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose rose to 500 mg/dl. Customer has treated their blood glucose with the insulin pump. The customer also reported they were taking medications that made their blood glucose rise. It was also found the customer had a fever and sinus problems two weeks prior. Customer also reported their blood glucose have been high for the past few weeks. Troubleshooting found the customer had a motor error alarm while priming their insulin pump. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.